Event description:
It was reported that on a remote monitoring transmission, t-wave oversensing was noted on the ventricular channel. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.